Event description:
It was reported the pt underwent surgery for a catheter revision due to csf leak and swelling around catheter with accumulation of fluid in pump pocket. The drug in the pump was lioresal at a concentration of 500 mcg/ml and a single continuous dose of 300 mcg. Approximately two weeks later, the catheter was explanted due to infection (see manufacturer report # 2182207-2008-03066).

Manufacturer narrative:
Other = catheter.